Manufacturer narrative:
Investigation conclusion: the customer's complaint of a false positive cocaine was not replicated with in-house testing of retains of lot w62368. Manufacturing batch records for lot w62368 were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported a false positive cocaine results on a (B)(6) infant. The mother was reported as taking subutex which contains buprenorphine. No confirmatory testing was conducted. This event is being reported as the device is same/similar to k060791.